Event description:
It was reported that a healthcare professional (hcp) phoned in to consult on a patient's right atrial (ra) lead that has been exhibiting undersensing and far field r-wave (ffrw) oversensing. A programming intervention was completed to adjust the sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: dtba1d1, bi-v ICD; implant: (B)(6) 2014. (B)(4).